Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) the device displayed a "defib fault 72" message and would not charge energy. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Subsequent to the incident, the device was evaluated by the facility's biomed department and the reported malfunction could not be duplicated.